Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not working. The customer¿s blood glucose was 10 mmol/l at the time of incident. The customer also stated that the insulin pump was exposed to moisture and insulin pump had crack in battery compartment. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.